Event description:
Mom called and said pump just went blank and shut off during infusion yesterday. Patient switched to back up pump and new one sent today. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.